Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). 8015 unit. Customer called in for help on 8015 unit. When try to run any test on unit or just select a key some works and some don't. He needs to replace the front case w/keypad, after he replace the front case if the problem still there then he has a bad logic board will need to be replace. Also gave customer level 1 & level 2 repair quote.